Event description:
It was reported by the customer that, while there was no pt in the device, the hanger bar made a free fall from the ceiling lift up to the floor. The hanger bar was still attached to the ceiling lift by the strap. The hanger bar fell on the pt hand and she had a 2 cm redness on wrist and swelling on her thumb. This did not necessitate a transfer to the ER or a hospitalization.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo med (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.